Event description:
Customer states that the device produced a result of lo with no blood applied to the test strip. No action taken based on this result. No adverse event reported. Requested return of suspect device and replacement was sent.